Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
The contact at the facility reported that the orbit galaxy coil (640cx0202/17132353) was stretched. There is no reported patient impact. At initial contact the coil was available for return.

Manufacturer narrative:
A non-sterile orbit galaxy cmplx xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received unzipped without damage. No damages were noted on the support coil and gripper while the embolic coil was found stretched. The gripper and the embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. The reviews of lot 17132353 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the coil stretched was confirmed, the cause of the stretched condition and the kinks noted on the device were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore, no corrective action will be taken at this time. (B)(4).

Manufacturer narrative:
Manufacture date now available. The DHR review result was available at the time of initial report. According to the review, there were no anomalies noted that can be related to the reported complaint. The product is still expected for return however has not yet been returned. No further conclusion is made at this time.